Event description:
It was reported that following the implantation of a miniarc pro, the patient experienced moderate pelvic pain. It was reported that the patient experienced "incisional pain-expected post op" in the vaginal/labia location. Ibuprofen and percocet pm were prescribed on (B)(6) 2015. It was also reported that the "post op incision pain resolved" and that the ibuprofen and percocet were discontinued. The event was considered resolved/recovered with no sequelae as of (B)(6) 2015. There were no further patient complications reported in relation to this event.